Event description:
Complainant alleged that the medics were treating a pt who had no vital signs and who was presenting a ventricular fibrillation heart rhythm. The pt was shocked once at 200 joules, but when the medics attempted charge the device to shock the pt a second time, the device would not charge. The medics continued to monitor the pt with this device and were able to obtain a second device to defibrillate the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.